Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient with left distal humerus fracture with olecranon osteotomy was implanted with olecranon nail, end cap, two screws and a humeral plate and screws on (B)(6) 2013. On an unknown post-operative date, x-rays revealed that the nail end cap loosened causing the olecranon osteotomy to displace. Patient returned to the operating room on (B)(6) 2013 for revision surgery. At this time, end cap was removed, the osteotomy site was cleaned, new end cap was placed, and a five hole locking compression plate was implanted for rotational control. This is report 2 of 2 for (B)(4).